Event description:
It was reported via repair work order that the footboard touch screen would go dark intermittently due to footboard connector pins. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.